Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported that the patient experienced increased spasticity and was itching between his legs. This had been happening for a few weeks. The reporter indicated that she believed something was wrong with the pump. The hcp had given the patient benadryl, pain meds, and oral baclofen. The pump was checked by the hcp and looks fine. A dye study was mentioned. The pump was delivering lioresal. It was later reported that a dye study and roller study were to be performed (B)(6) 2013. It was later reported the patient's mother learned that the patient had signs of withdrawal and requested the pump to be checked. The patient was started on oral baclofen and she saw the symptoms subside. The rotor and dye study were successful with no problems found. The patient was on a concentration of 2000mcg/cc and dose of 274.9mcg/day. It is a compounded drug and hcp ordered a pump refill the next day with 1000mcg/cc. On (B)(6) 2013 (lfc) it was later reported the drug was compounded baclofen. The cause of the event was undetermined.